Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and frequently required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to press the button correctly and confirmed that the pump display would eventually turn on, but the issue persisted. The customer continued to use the pump for insulin therapy.